Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock had a crack causing leakage. The following information was provided by the initial reporter, translated from norwegian to english: "the three way stopcock was checked and a crack and leakage was discovered in connection point. "

Event description:
It was reported that the bd connecta¿ stopcock had a crack causing leakage. The following information was provided by the initial reporter, translated from norwegian to english: "the three way stopcock was checked and a crack and leakage was discovered in connection point. ".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6 imdrf annex a - a0404 crack. H.6. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing and during testing leakage was observed. Bd determined that the cause of the failure was not associated to our manufacturing process. The major contributor to leakage is the occurrence of cracks in the product. The appearance of cracks is typical for when the product has been used together with a lubrication solution or infusion with high ph-value. These solutions can release internal stresses in the product, resulting in cracks if excessive force is used when connecting and using the product for more than 24 hours. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.